Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that prior to a procedure, the ncircle tipless stone extractor was tested. It was noted that the basket was not deploying all of the way so this device was put aside and another device used to continue the procedure. There were no reported adverse consequences or effects to the patient due to this occurrence. Additional details about this event have been requested but the answers have not yet been received.

Manufacturer narrative:
Evaluation / investigation: visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the nitinol wires pulled out of the cannulated handle and the handle separated from the basket assembly. A visual examination noted 1 mm of the support sheath protrudes from the male luer lock adaptor (mlla). The basket sheath is severed. There is 3mm of the cannulated handle protruding from the mlla. The two wires extending from the support sheath measures 11 cm and 10.7 cm respectively. The remaining support sheath and basket sheath are still adhered. There appears to be no other damage to the basket sheath. The basket formation is secure. The handle was disassembled and the remaining cannulated handle measures 12 cm. The polyethylene terephthalate tubing (pett) measures 1.2 cm in length. It appears the device has met resistance beyond its intended design. The complaint is confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two non-conformances were noted. One item identified with non-conformance issue of coil, separated and another item with damaged label. Both items were scrapped. A review of complaint history revealed this is the only reported complaint associated with the complaint lot number 8106296. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.